Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The consumer stated upon removal the inner portion of the tampon pulled away from the cover, leaving the outer cover in the vaginal canal. She stated she was able to manually remove the outer cover and was confident no pieces remained. She did not seek medical attention no further information is available at this time.